Event description:
It was reported that during preparation for a vascular procedure, balloon detachment occurred. During preparation, removal of the balloon protector was attempted; however, it would not be removed. When the balloon protector was removed with force, the balloon separated. The procedure was completed with a different device and the patient¿s condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a vascular procedure, balloon detachment occurred. During preparation, removal of the balloon protector was attempted; however, it would not be removed. When the balloon protector was removed with force, the balloon separated. The procedure was completed with a different device and the patient¿s condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. A visual examination of the returned unit confirmed a complete balloon detach from the proximal and distal balloon bonds. The balloon protector was returned separate to the balloon. No kinks or damage were noted along the remaining shaft of the device. A microscopic examination of the tip, remaining sections of the balloon, and blades found no issues. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a vascular procedure, balloon detachment occurred. During preparation, removal of the balloon protector was attempted; however, it would not be removed. When the balloon protector was removed with force, the balloon separated. The procedure was completed with a different device and the patient's condition is fine.

Manufacturer narrative:
(B)(4).